Event description:
In early 2008, the pt stated that while changing his insulin cartridge, the plunger became stuck to the piston rod of the infusion device and a few drops of insulin spilled into the cartridge compartment. He stated that he dried the cartridge compartment with a cotton swab. The pt was instructed on how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.